Event description:
It was reported while using the bd vacutainer® lh pst¿ ii plus blood collection tubes, two (2) tubes had insufficient negative pressure resulting in the tubes underfilling. No health impact or consequence reported.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photographs from the customer for investigation, all of which showed underfill. In addition, 20 retained samples from bd inventory were draw-tested with water, and all 20 tubes drew within specification. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported while using the bd vacutainer® lh pst¿ ii plus blood collection tubes, two (2) tubes had insufficient negative pressure resulting in the tubes underfilling. No health impact or consequence reported.